Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose all day the day prior to calling. The customer stated that blood glucose level went up to the 500 mg/dl range and he noticed the site was loose. The customer also reported receiving lost sensor and calibration error alerts. Blood glucose value was 160 mg/dl. He turned the sensor feature off, treated for high blood glucose and turned the sensor back on the morning of the call. Customer declined troubleshooting for high blood glucose.